Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broken post-op. Patient underwent a right total hip revision procedure on (B)(6) 2022 where a corail rev stem was implanted. About 7 months after implantation, the stem was broken. The patient is currently seeking the continued treatment at another hospital.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicates that the patient had the right hip pain with a walking disorder due to the event; no revision surgery was performed.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. Review of the photographic evidence confirmed the reported allegation. The hip femoral stem was found fractured from the distal portion of the stem's body. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device [l98010 / 5387337] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. Device history review: a manufacturing record evaluation was performed for the finished device [l98010 / 5387337] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing.